Manufacturer narrative:
The field service engineer found the wash water pressure was too low. He readjusted the pressure, changed the reagent probes, readjusted the ultra-sonic mixer, and confirmed the correct cell rinse. The system was then running within specifications. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results for one patient sample from the cobas 6000 c 501 module. The initial ureal urea/bun result was 34.38 mg/dl and the repeat result was 124.4 mg/dl. The initial crej2 creatinine jaffé gen.2 result was 0.8 mg/dl and the repeat result was "3.xx" mg/dl. The specific repeat result was not provided. The initial ua2 uric acid ver.2 result was 2.54 mg/dl and the repeat result was 9.1 mg/dl. The initial ise indirect gen.2 chloride result was 85.6 mmol/l and the repeat result was 106 mmol/l. The initial questionable results were reported outside of the laboratory and were questioned. The sample was then repeated. The reagent lot numbers and expiration dates were requested but were not provided.